Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed displacement test and self test. Device passed the displacement test and rewind test. No unexpected rewind anomalies noted. Device received with cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and cracked belt clip slot. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had buttons did not always respond, hard to push, had to press 3 time to work. The insulin pump was crack near the reservoir opening, crack corner of display screen. The insulin pump rewinds slower than it has in the past, lost insulin pump settings during battery change, battery out less than 5 minute. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.